Event description:
Medical technician in japan injured finger, receiving a cut to her finger while trying to remove rubber stopper from a blood collection tube. Source blood was not infectious for hiv or hepatitis. Injured finger did not require any medical intervention or stitches.